Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color was observed. Additionally, one hundred [100] retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes one of the caps were a different color. The following information was provided by the initial reporter: in the recent delivery of v410-02-003-a (bld col,plas w/gel sst ii, screw cap,5ml) code: 367955, there was 1 collection tube colour different from the usual.